Event description:
Customer reportedly received results of 239 mg/dl and 50 mg/dl within ten minutes on the advantage system. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.